Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Alarm no o2 dosing possible could not get 2 point o2 cal. Vyaire initiated replaced inspiration block. Vent passed calibrations, circuit test and verification and performs within manufacturer's specs. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us had an o2 supply failure prior patient use. Furthermore, there was no patient associated with the event.